Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information there was no labelling of the set on the packaging and was not possible to trace once the set was out of the box.

Manufacturer narrative:
We received one sealed sample, on this one we can see that the kit label is missing. Usually, on the packaging of the stent, we have the 2 labels: one for the stent and one for the kit. In this complaint, the kit label on the packaging of the stent is missing. This label is glued by our warehouse center which was informed about this complaint and made an investigation: "this problem has already been reported by the same hospital on another reference (comp-(B)(4). A resensitization was done to all the personnel." According to the investigation performed, quality database was checked and revealed one corrective and preventive action in relation to the describe defect: CAPA-000213 " wrong composition of kit leading to mislabelling" opened in february 2024. The verification of the actions effectiveness is ongoing. No new complaint of kitting error was received since the implementation of the actions.

Event description:
According to the available information there was no labelling of the set on the packaging and was not possible to trace once the set was out of the box.